Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the deflectable videoscope displayed a b30 scope communication error message. The issue occurred when preparing the scope for a therapeutic laparoscopic procedure. The procedure was not completed. There were no reports of patient harm.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.